Event description:
The catheter tip migrated to the insertion site - a revision was needed. Drug: lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the catheter never actually migrated out of the intrathecal space. The patient had a new catheter that was harder to see on x-ray. Upon a computed tomography (CT) scan, it was determinedthe catheter was in the intrathecal space.

Manufacturer narrative:
(B)(4).